Event description:
During implant, low pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.